Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/08/2015: device evaluation: the device has been returned and evaluated by product analysis on 08/17/2015 with the following findings: all keypad buttons responded to button presses. No physical damage was found on the keypad. The keypad button cover was removed; there was no contamination found. The reported issue was not duplicated during investigation. The battery cap was not returned; therefore, a test battery cap was used for testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the keypad buttons were unresponsive. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.